Manufacturer narrative:
Clarification to section d: this event is a known potential adverse event addressed in all juvéderm® labeling. As it is unknown which exact product was involved, no device labeling can be sent at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this events. Additional data: additional information regarding the event, product, or patient details has been requested of the reporter by allergan; no additional information is available at this time.

Event description:
Physician reported patient experienced infection an unspecified amount of time after injection with an unspecified juvéderm® product. Patient was treated with, ¿change to dalacin,¿ which was noted to have, ¿better tissue penetration.¿ it is unknown what initial treatment was provided before the, ¿change to dalacin.¿ no further information was provided.